Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was "way too high" and he wanted it turned down. He stated he couldn't even perform normal functions at times and couldn't sleep. He noted he was only sleeping four nights a week. He noted his dose was turned down 15% recently but he was still "getting too much." He stated that after "he od'd" it was still too much. The patient was redirected to discuss therapy concerns with his doctor. No further complications were reported.